Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar and intestinal obstruction are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced lack of intestinal transit. On (B)(6) 2021, the patient experienced loss of appetite, flatulence, and abdominal pain. On (B)(6) 2021, the j-tube was accidentally partially pulled out when the duodopa pump fell. The patient was taken to the emergency room. During the gastrointestinal consultation at the hospital, a bezoar was discovered at the end of the j-tube. On (B)(6) 2021, the peg-j tubing was removed and replaced. After the replacement, the patient continued to experience symptoms of abdominal pain. On (B)(6) 2021, the patient was transferred to the hospital where a bowel obstruction was confirmed. On (B)(6) 2021, the patient underwent surgery for the bowel obstruction. On (B)(6)2021, the patient was discharged from the hospital.